Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle. The eeprom was uploaded and indicated 12 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. A pmv idrive battery pack was loaded into the idrive ultra. The handle powered up and no motor movement was heard. The handle did not make any sounds. The handle eventually displayed one blinking green light above the handle symbol and two solid blue lights and was unable to complete calibration. Further functional testing could not be performed due to the received condition of the handle. Engineering then disassembled the unit for troubleshooting and it was determined that the bldc board was responsible for the reported condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the light sequence to replace the handle. A review of complaint data reveals trend for a device related failure for this condition in (B)(6) 2016. A product enhancement has been initiated to prevent this failure from recurring. The observed condition was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. The product was returned to the manufacturer without any additional information. A good faith effort has been made to obtain the applicable information relevant to the return of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
No event information was provided by the initial reporter.